Manufacturer narrative:
The customer cancelled the service call. The customer did indicate, they would replace the blown fuse. No conclusion can be drawn. However, no reports of pt or staff injury.

Event description:
The customer reported the system failed to fluoro. No report of pt injury.